Event description:
It was discovered by an employee at the rehab/nursing facility in which the customer resides that the compressor power unit of the alternating pressure therapeutic mattress system began to have smoke emanate from it. It was immediately "from the power source as well as the pt" and the fire dept was called. No injuries or damage occurred as a result of the smoke.